Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was >120 ng/ml. The result with a 1:2 dilution ratio was 11.26 ng/ml. On (B)(6) 2025, the sample was repeated without dilution, and the result was 15.46 ng/ml.

Manufacturer narrative:
The investigation noted that the initial measurement did not produce a result, only a reagent alarm, which is indicative of foam/bubbles on the reagent, and that the customer diluted the patient sample instead of measuring the undiluted patient sample. Product labeling states "the concentration of the diluted sample must be = 40 ng/ml (= 100 nmol/l)." The calibration was acceptable. The alarm trace showed a reagent pipetting alarm. The field service representative performed adjustments, cleanings, replaced the pipette and syringe seals, replaced the card for the cell measurement or control system, and performed checks and tests with acceptable results. It was mentioned that the customer did not use rack adapters while using 13mm tubes. Product labeling states: "incorrect results and errors due to misaligned sample tubes. Not using a 13mm sdta with 13mm tubes or incorrect use of a 13mm sdta may cause incorrect results or errors. Always use 13mm sdtas with 13mm tubes.". The investigation did not identify a product problem.